Manufacturer narrative:
Received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.08750 inches. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing. However, unit unable to download unit to carelink pro due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alleging possible over delivery. Customer¿s blood glucose was 3.6 mmol/l and 3.7 mmol/l at the time of incident. The customer treated high blood glucose with food. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.